Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The tsr had the home patient (hp) close all clamps and transfer set, cycled the power off and on to system error 2367, cycled the power off and on to the press go to start prompt. The tsr explained the alarms and the hp stated they may have pressed go before connecting to the patient line causing 2240. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis (pd) registered nurse (rn) the next morning. The hp would finish tonight's therapy manually. Per the callscript, the hp was connected at the time of the alarm, the hp pressed go before connecting, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, and there were no open clamps any unused supply lines. The proper procedure to perform therapy was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance has made multiple attempts to contact the nurse and the patient.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported pressing go prior to connecting themselves. The cause was use error. The label review found the labeling adequate for the use error in this complaint.